Event description:
Healthcare professional reported, left side deflation. And "leaking in valve area" observed, during surgery. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening on anterior side assessed, as surgical damage. Observed, delamination total of the valve (adhesive failure) and observed, cracked valve seat diaphragm valve. Additional observations: observed, wear abrasion on the device. Observed, creases on the device.

Event description:
Healthcare professional reported, left side deflation. And "leaking in valve area" observed, during surgery. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.